Event description:
Caller alleged discrepant results compared with the lab. Results as follows: patient 2: inratio: 0.9, lab: 3.7. Exact date of testing was unknown by caller. Time between testing was reported as 10 minutes. Patient's therapeutic range is unknown.

Manufacturer narrative:
Improper techniques by the user were identified. Improper techniques may have contributed to the observed inr results. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: patient 2: inratio: 0.9, reference: 3.7, mean: 2.30, confidence limits: 1.4 - 3.1. Both inratio and reference values for patient 2 were outside of the confidence limits for inr testing. These results were considered discrepant within the context of documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot number 305277 on (B)(4) 2013. Results as follows: donor (B)(6), inratio: 2.9, inratio: 2.8, inratio: 2.7, ref.: 2.93, bias-thresh.: 1.93 - 3.93, %cv: 3.57. Donor (B)(6), inratio: 1.7, inratio: 2.1, inratio: 2.8, ref.: 2.01, bias-thresh." 1.01 - 3.01, %cv: 25.31. Retention products did not perform as expected. Donor number (B)(6) was not within the acceptable bias for accuracy and yielded a %cv of more than (B)(4), failing the precision criteria. Further investigation was required. Because therapeutic donor (B)(6) did not meet the criteria for accuracy or precision, two additional therapeutic donors were tested to eliminate the possibility that the failure was donor specific. In-house therapeutic donor testing was performed on reported lot number 305277 on (B)(4) 2013. Results as follows: donor (B)(6), inratio: 3.6, inratio: 3.3, inratio: 3.7, reference: 3.85, bias threshold: 2.85 - 4.85, %cv: 5.89. Donor (B)(6), inratio: 2.5, inratio: 2.6, inratio: 2.3, reference: 2.38, bias threshold: 1.38 - 3.38, %cv: 6.19. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than (B)(4), passing the precision criteria. No further investigation was required. Analysis of the clients data from inratio and reference tests revealed that one of the 3 test result comparisons did not meet accuracy criteria. No product was expected to be returned so retain products were used for investigation testing. Initial retain strip testing did not meet accuracy criteria. Additional donors were tested to rule out sample specific issues. Additional retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending.